Manufacturer narrative:
(B)(4). Event date: unknown; captured as awareness date. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The patient underwent implantation of linx device for treatment of gerd. Operative report provided states no obvious injury or perforation during surgery. Medical records provided indicate patient experienced return of her gerd symptoms and imaging revealed a disrupted device. The patient underwent laparoscopic surgery to explant the device which was replaced with another 14 bead linx device four years after original device was implanted.

Manufacturer narrative:
(B)(4). Date sent: 4/6/2022. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device batch number 12197, and no non-conformances were identified as part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
(B)(4). Date sent; 6/8/2022. Additional information received: explant date of (B)(6) 2021. Patient 26 years old. See op notes attached. Linx photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 6/8/2022. See op notes attached.

Manufacturer narrative:
(B)(4). Date sent: 6/29/2022. Photo analysis: as per medical officer: "discontinuous device on xray" the mechanism/cause of failure cannot be determined from the provided image. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.